Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of a discrepant high inr result for 1 patient tested on a coaguchek pro ii meter with an unspecified serial number compared to the siemens sysmex laboratory method. The result from the meter was 6.8 inr. The result from the laboratory was 4.7 inr. There was no allegation that an adverse event occurred. The customer didn't complain of other instrument issues. No patient medication or medical history is available. The customer didn't request any further investigation of the issue. A roche representative visited the customer site and the customer's pre-analytic testing procedures were fine.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Relevant retention test strips (lot 364253) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.